Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the manual prime. The blood glucose reading was 150 mg/dl. The drive support cap appeared normal and the customer had not pressed on the cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. A continuation of therapy insulin pump was sent to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No compromised force sensor system alarm was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, a missing end cap sticker and a missing reservoir tube o-ring.